Event description:
Consumer called stating that the meter they just purchased is registering 20 for a control solution test level 1, lot # 4ac1b68, exp. On 05/31/2016; out of the 32-62 range. Consumer complaint of low control results. (B)(6) called on customer's behalf. She states customer feels well and requires no medical attention. Verified the strips expire on 11/17/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: 20mg/dl, (B)(6) 2015, 12:00:00 am, fasting: no; 22 mg/dl, (B)(6) 2015, 06:46:48 pm, fasting: no. Customer is unaware of her expected blood result range.

Manufacturer narrative:
(B)(4). Root cause: foreign material on strip connector (blood like substance).